Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4).

Event description:
It was reported that during an ess procedure "the tip of the silver bullet blade 4.0 mm was broken during a surgery. The surgery was completed with another device. The broken pieces were collected and no broken piece remained in the patient's body." It was further confirmed that "the fragment was found on the chest of patient; it was picked up by hand." There were no interventions required; there was no patient impact.